Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the customer had reported medication counts being masked on stations and medications. The root cause of the issue was that the blind count feature was enabled on both the medication and the station, which caused the system to mask the count as designed. The technical support specialist verified user account settings, role permissions, and facility formulary settings, confirmed that global find permissions and security group permissions were correctly configured, reviewed station settings and assigned areas and determined that the blind count feature was enabled. The specialist explained to the customer that this behavior was by design and advised that the hospital could disable the feature if they preferred to display counts. The customer acknowledged the explanation, confirmed understanding, and agreed to proceed without further changes. The case was closed with customer approval, and the system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had global find failed to work for controlled substances, displaying a value of 0 and no issue with non-controlled substances. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.